Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer overcorrected for carbohydrates by inadvertently delivering two boluses. Reportedly, customer forgot they already requested a bolus for dinner. The customer's blood glucose (bg) level subsequently decreased to 39-40 mg/dl. Customer consumed glucose powder, sandwiches, and jelly beans to address bg level. The customer was admitted into the emergency room (ER); customer was monitored and did not receive treatment. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed and customer used cartridges in an off-label manner; changing cartridges every six days. Customer was educated on proper cartridge usage. No issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.